Manufacturer narrative:
This is for the same event as manufacturer report 2937094-2018-00909.

Event description:
It was reported that during a prostate procedure, the first fiber stopped vaporizing and instead of side firing started acting like bare firing after 38,505j with 5 minutes of use. A second fiber was chosen to continue with the procedure; however, the same issue occurred after 80,936j and 11 minutes of fiber use. A third fiber was utilized to successfully complete the case without clinical consequences to the patient. This report is for the second fiber.

Manufacturer narrative:
Analysis of the device revealed the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge, the fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits mild char on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. The probable cause was determined based on heat accumulation. Cap wear was accelerated due to natomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of cause cannot be traced to device was assigned to this investigation.